Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01311. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio prosthesis implantation. Patients undergoing the tavr procedure can be non operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the regurgitation may be due to patient/procedural factors (regurgitation leading to hemodynamic instability caused by the bav). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in japan, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, the native valve would not close post balloon aortic valvuloplasty (bav) causing the blood pressure to drop due to acute aortic regurgitation. Cardiac massage was performed while introducing a percutaneous cardiopulmonary support (pcps). A sapien 3 valve was successfully deployed, and hemodynamics improved. Per medical opinion, this serious injury was associated with tavr procedure, not an edwards's device.